Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 5 months post-implant, it was reported that the pt was admitted into the hospital with left side weakness due to an ischemic stroke and an inr of 3.0. The pt was reported to be conscious and alert. No issues with the pump were seen and no alarms were heard. A CT brain scan was done to confirm the ischemic stroke and a ramp study and echocardiogram will be done to check the left ventricle. After admission into the hospital, the pt developed afib. Additional info received indicated that the pt was having power elevations and on (B)(6) 2014 the pt had low speed and pump stoppages recorded in the event history. It was also reported that the pt was asymptomatic during the pump stoppage which had lasted less than a few seconds and no audible alarms were heard. The pt cable was inspected and no issues were seen and the system controller was replaced as a precaution. The hospital will continue to monitor the pt.

Manufacturer narrative:
Additional information: the patient remains ongoing on lvad support. A correlation between the device and the patient¿s reported stroke could not be conclusively determined. The instructions for use lists stroke as a possible adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A log file was submitted in response to the report of power elevations, low speed and pump stoppages. The log file captured data that primarily consisted of pi events and power cable disconnects. However, there was one event where the low speed and low flow alarms became active and the pump¿s motor stopped. The power typically ranged from 4.9-8.5 watts, however, during this pump stop event; the power elevated to 23.2 watts. The remainder of the log file revealed that the pump ramped back up to its set speed without issue. It was reported that the patient was asymptomatic during the pump off event which lasted less than a few seconds therefore; the pump stop event would not have elicited any audible alarms. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pt remains on lvad support with the pump. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.